Event description:
It was reported that the customer received multiple alarms during bolus delivery. Customer's blood glucose level was elevated. The customer changed out the cartridge and infusion set and resumed insulin successfully.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.